Event description:
The cable from a mark 1 pool lift snapped during an attempted lift. The pt was about to be lifted out of the pool when the cable broke. The resident was not yet lifted when the cable broke, and it was not reported that anyone was dropped or injured.

Manufacturer narrative:
Further info will be provided upon conclusion of the manufacturer's investigation.